Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site showed the patient had a tortuous left subclavian artery. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards commander delivery system for subclavian and axillary approaches. The following guidance is provided: insert delivery system until delivery system tip crosses annulus in order to have enough length to do valve alignment in ascending aorta. Do not use any flexing during tracking. Retrieve system (delivery system, valve and sheath) together as one unit if substantial resistance is encountered. Retract the esheath while keeping the delivery system in place until the valve is exposed. Perform valve alignment in straight section of ascending aorta (not inside esheath). Remove delivery system and esheath as single unit without torqueing while maintaining wire in place. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. In addition, the following guidance is provided for thv retrieval through the esheath: retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop advance the thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During final inspection, the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaints for handle fine adjust difficulty and delivery system withdrawal difficulty were unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Additionally, as the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported, ¿the physician was unable to get the valve to align in the ascending aorta due to the patient's torturous anatomy¿ and the patient¿s access vessel was ¿very tortuous.¿ performing valve alignment in a tortuous vasculature can cause tension build up in the system, resulting in high alignment forces required to align the thv on the balloon. Additionally, if valve alignment is performed in a non-straight section of the aorta, the thv can unseat from the flex tip (valve diving), resulting in further difficulties with valve alignment. In addition, per report ¿after multiple attempts of fine adjustment, the physician tried to remove the delivery system back into the sheath, but was unable to.¿ as noted, the patient vasculature was tortuous. This could lead to non-coaxiality between the thv and sheath tip, preventing retrieval of the thv into the sheath. After the thv eventually was able to be retrieved into the sheath ¿the surgeon removed the esheath out of the body and left the delivery system, instead of moving both together as one unit¿, resulting in the thv becoming stuck in the vasculature. Based on available information suggests that patient (tortuosity) and/or procedural factors (performing valve alignment in non-straight portion of aorta) and use error (not retrieving devices as a unit) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint events were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events.  A definitive root cause is unable to be determined. Available information suggests that patient factors (tortuosity), procedural factors (performing valve alignment in non-straight portion of aorta) and use error (not retrieving devices as a unit) may have contributed to the complaint events. No labeling, IFU or training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by the field clinical specialist, during implant of a 26 mm sapien 3 valve in the aortic position via subclavian approach the physician was unable to get the valve to align in the ascending aorta due to the patient's torturous anatomy. After multiple attempts of fine adjustment, the physician tried to remove the delivery system back into the sheath, but was unable to. Once the valve was placed back into the esheath to be removed the surgeon removed the esheath out of the body and left the delivery system. The valve became stuck in the artery of the axillary and surgical intervention was required. There was no damage to the valve. There were no patient injuries and the patient is doing well. The case was aborted. It is to be noted there was no resistance passing the delivery system and valve through the esheath during initial attempt.  Per medical opinion, the event was due to patient factors (tortious arch causing valve alignment in a nonstraight portion).